Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the nonconformance was a broken ceramic sleeve. An uneven piece of the ceramic sleeve was missing, exposing the shaft of the spatula. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during central processing the permanent cautery spatula instrument was noted to have cracked insulation. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.